Manufacturer narrative:
Continuation of d10: product type mobile platform product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (con) regarding an external device to an implantable pump infusing hydromorphone and bupivacaine for non-malignant pain. It was reported that the handset was lagging at 90%; the caller (con) noted this had been since patient received their new pump in march 2025 and described it took at least 4-5 minutes to connect and then another 4-5 minutes to issue the drugs. The caller also mentioned was seeing service code 518. The agent reviewed and guided the caller through clearing the data. The caller was then able to connect to the pump without any lag. It was reported that they were allowed 3 boluses a day.